Manufacturer narrative:
The field service engineer determined there was a blockage in a nozzle, contamination in rinse station tubing, and rinse station tubing was also found to be split. The damaged and contaminated tubing were replaced. Further troubleshooting actions were performed and the issue was resolved. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas 8000 c702 module. The sample resulted in creatinine values of 356 umol/l and 357 umol/l. The sample was repeated based on the result not agreeing with other test results. The sample was repeated on a second analyzer, resulting in a value of 66 umol/l.

Manufacturer narrative:
The creatinine reagent lot number was 889247. The reagent expiration date was requested, but not provided.